Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and did not ingest enough carbohydrates which resulted in low blood glucose (bg) of 20 mg/dl. Customer addressed bg level by ingesting juice and using a glucagon shot.